Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17897. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting low pacing impedance. It was suspected that the lead was fractured. The physician elected to cap the lead during a generator change procedure. Prior to the procedure, it was found that the patient's pacemaker lost rf telemetry and could not be interrogated. The device was explanted and replaced, and the lead was capped on (B)(6) 2020. The patient was stable.